Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the biopsy procedure the device allegedly self activated. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure into normal density tissue, the device allegedly self activated. A coaxial was not used, and the procedure was complete with another device. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. The top slide was able to prime without issue. The device was placed in a drop test fixture. A drop test was performed and the cannula did not self-activate. The bottom slide was primed and the top cap inadvertently became damaged which prevented further functional testing. The device was disassembled and internal parts were inspected. Upon disassembly, it was observed that both the left bumper and right bumpers were bent. The investigation is inconclusive for self-activation as full functional testing could not be performed. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.